Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indication. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests her blood glucose 4-5 times a day. The patient manages her diabetes with novolog insulin (sliding scale 3x a day) and lantus insulin (20 units at night). The alleged issue began on (B)(6) 2010. The patient denied making changes to her usual diabetes management routine. A week after the start of the alleged product issue, the patient claimed she felt symptoms of sweating, shaky and blurred vision which she associated with low blood glucose. The patient drank juice and ate crackers with peanut butter as treatment. The patient stated she felt better shortly after. The patient did not have another meter to test her blood glucose. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca advised the patient the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.